Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) has been confirmed. As received, the charger would not power on. Upon eval, the charger exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). There was also contamination on the battery board, and the current controller transistor q1 and u13 cmos flash microcontroller were thermally damaged on the bedside board. Root cause investigation of the flash failure including destructive testing is underway on devices exhibiting similar failure modes. Root cause of the contamination was ingress of an unk liquid. Root cause of the thermally damaged components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.